Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular channel. No cause for the high impedances was determined and no changes were made. The crt-d remains in service and there were no adverse patient effects reported.